Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire were selected for treatment of severely calcified lesions in the left main (lm) and circumflex (cx) arteries. Three treatments were performed on low speed in the distal lm to proximal cx arteries. Imaging was performed, and no issues were noted. The oad and viperwire were removed for angioplasty, but the balloon could not be advanced into the area of interest. The oad and viperwire were reinserted for an additional treatment on low speed. Following this treatment, a run-through wire was advanced as a buddy wire. Imaging was performed, and a perforation was noted in the mid cx artery. The physician was unsure if the perforation occurred as a result of use of the oad or as a result of a competitor run-through wire, which was being used as a buddy wire. A drug-eluting stent was deployed across the perforated area and into the lm treatment area. Balloon inflation was performed for 60 seconds, and another stent was advanced into the mid cx. The perforation was sealed, and no further action was taken. The patient remained hemodynamically stable throughout the procedure. Patient transferred to the cardiac monitoring floor, and no critical care room was needed.